Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for mitral stenosis. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+, with anterior leaflet prolapse and an extremely thick posterior leaflet. A mitraclip was implanted at the a2/p2 central segment, however it was noted that the pressure gradient increased to 6 mmhg; mitral valve area (mva) was 1.9cm2. The procedure was completed with residual mr at a1/p1 segment with a post procedure mr of 3. There was no clinically significant delay in the procedure. No additional information was provided.